Manufacturer narrative:
The patient's death was unrelated to the stellarex device or procedure. The patient'' death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name: (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 30 mm, 100% stenotic denovo lesion in the right mid-sfa . The patient was randomized to the paclitaxel balloon. The lesion was predilated with a 4 x 40 mm balloon inflated to 14 atm with a residual stenosis of 50%. Then, the stellarex balloon was inserted and inflated to 8 atm for 3 minutes, resulting in 40% residual stenosis. In addition, diagnostic angiography was performed on the left leg (non study limb) and post procedure, a small pseudoaneurysm on the left groin developed requiring the patient to be admitted. Compression therapy was initiated; the subject was discharged on (B)(6) 2015. From (B)(6) 2015 to (B)(6) 2015, the patient was hospitalized and was diagnosed with lung cancer. On (B)(6) 2017, the site indicated that the patient had died on (B)(6) 2017. The death is not related to the device or the procedure.